Event description:
During the implant procedure, while using the codman catheter passer, bleeding occurred. Direct pressure was applied to resolve the bleeding. A full pressure dressing at closure was applied. Patient presented with hematoma in the neck in post-op. Physician brought the patient back into the or, drained the hematoma, and packed it with surgicel. This resolved the issue.